Event description:
Reportable based on device analysis completed on 09oct2024. It was reported that the amplatz wire could not cross the balloon. During the procedure, the device was flushed, and the amplatz was unable to cross. After making some adjustments, the balloon was able to cross. When the pressure reached standard pressure, the first inflation at 10 atmospheres for 1 minute revealed a leakage from the tip of the balloon. The device was removed, and the procedure was completed with another of the same device. The patient's status after the operation was stable. However, device analysis revealed to balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. The mustang was returned for analysis, and investigation was completed on 09oct2024. The recommended guidewire size for this device is 0.035". The guidewire used by the customer was not returned for analysis. The investigator successfully loaded the device on to a boston scientific 0.035" guidewire without issue. A visual examination found that the balloon was not folded indicating that it was subjected to positive pressure. A balloon pinhole was identified located approximately 30mm proximal of the distal markerband. The rated burst pressure for this device is 24 atmospheres. A visual and tactile examination was performed on the balloon material, tip, shaft, and markerband of the device. There were no issues, kinks, or damages noted on the product analysis. Both markerbands were undamaged in the correct position on the device.